Manufacturer narrative:
Hematometra is a known adverse event associated with endometrial ablation independently of modality used. This fact is described in the (other adverse events) of the operator manual. It states that among other hematometra "could occur or have been reported in association with the use of other endometrial ablation systems and may occur when the minerva system is used".

Event description:
It was reported that approximately 10 months after the minerva procedure (on (B)(6) 2017) the patient reported an onset of cyclical lower abdominal pain and was diagnosed with hematometra.